Event description:
Reporter alleged discrepant blood glucose results of 529 mg/dl back to back with a result of 48 mg/dl when testing was performed 2-3 minutes apart on the advantage system. As a result of the comparison, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. The advantage system: advantage test strip lot number 522753 with an expiration date of 08-31-07.

Manufacturer narrative:
The suspect product is the advantage test strips.